Event description:
During routine testing of the device at the service center, the user reported a system key was stuck and would not function. No other details regarding the nature of the event were provided. Since the event occurred during routine testing of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.